Event description:
It was reported that balloon rupture occurred. The 60% stenosed target lesion was located in the non-tortuous and non-calcified forearm arteriovenous fistula (cephalic vein). A 5.0 x 40, 40cm gladiator elite balloon catheter was advanced for dilation. However, during the first inflation at 6 atmospheres, the balloon ruptured. The device was removed, and another balloon of the same size and type was used to complete the procedure without issue. No patient complications were reported.